Event description:
The lay user/pt contacted lifescan on june 12, 2006 and alleged that her one touch ultra meter was not powering on. The med affairs specialist spoke with the pt's daughter on june 14, 2006, who provided additional info regarding the meter and the event. The power issue with the meter started a day prior to the event. The pt was not able to test her blood glucose all day on june 10, 2006 and the morning of june 11, 2006. She tests her blood glucose 4 times a day and takes a set amount of avandia (oral medication) 8 mg every morning, and lantus insulin 15 units at bedtime. She had continued to take her diabetes per this regimen during the time she was not able to test her blood glucose. On the morning of june 11, 2006, the pt "just started feeling bad". She attempted to test on the subject meter, but it would not power on. She took her morning tablet of avandia. Around 11:00 am, she was not responding when her daughter called for her. The daughter came in the room and found the pt unconscious. The daughter immediately called the paramedics and attempted to test the pt on the subject meter while waiting for the paramedics to arrive. However, the meter did not power on. The pt was tested on the paramedics' meter with a result of 23 mg/dl when they arrived. She was started on IV glucose and taken to the hosp. At the hosp, her blood glucose result was 30 mg/dl on the hosp meter. She was kept in the emergency room for 1/2 day. Upon arriving back home, the pt attempted to test on the meter again, but it did not turn on. The pt did not report the meter issue to lifescan until the day after the event. At the time of troubleshooting, it was verified that this was not a new product and that there was no trauma to the meter. The pt was asked to press the power button, but it did not turn on. She then asked to insert the test strip all the way into the test strip port, but the meter still did not turn on. It was also verified that she was using the correct test strips and that the battery was replaced per the owner's manual. The battery was correctly installed. This complaint is reported because the meter failed to power on at the time the pt was symptomatic. The pt was found to be hypoglycemic and received IV glucose treatment for it. A replacement meter, control solution, and test strips were sent to the lay user/pt.

Manufacturer narrative:
Device ID for d4 (other #) is 1-av-1086. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.